Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, h.6.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Healthcare professional reported "the implant ruptured during storage", not device related. The device has been explanted and replaced with another manufacturer's device.